Event description:
The ventilator was in for service at a third party service organization. The biomed states that the ventilator was placed in the stand-by mode and the o2 module emitted smoke. There was no patient involvement. There were no alarms. It is not known if module was placed in the ventilator with power connected. The module will be replaced and the customer will send the defective module to the facility for further evaluation in sweden.